Manufacturer narrative:
G4: 28dec2020. B4: 11jan2021. Failure analysis on the returned cpu board shows the customer reported problem was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
The customer reported that the unit is failing with a backup alarm failed error. The service technician verified the reported error in the diagnostic log. The customer reported that the unit was not in use on a patient. The service technician replaced the cpu board to address the reported problem.